Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After a successful cyber security software update was performed, an abnormal device longevity was displayed. Technical support indicated the reason for the different longevities was likely during the upgrade and the diagnostics were not properly read. Device re-interrogated was recommended. The patient was stable. Further information was requested but not received.